Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and splitters were explanted and a new lead was implanted. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having loss of contacts on the lead that led to loss of coverage in the pain area. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description:infinion 1x16 perc lead kit 50 cm.

Event description:
A report was received that the patient was having loss of contacts on the lead that led to loss of coverage in the pain area. The patient will undergo a lead replacement procedure.